Event description:
Rptr alleged obtaining a discrepant blood glucose result of 44 mg/dl on the inform system 1 compared back to back with a result of 79 mg/dl on the inform system 2 when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550005, expiration date 01/31/2009).